Manufacturer narrative:
(B)(4) wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used during a procedure. According to the complainant, during the procedure, the brush failed. The device showed that the wire inside the plastic sheath broke. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.